Manufacturer narrative:
The device was received and a failure investigation was completed. Upon examination of the pump there were no abnormalities observed that could have contributed to the reported vascular damage. We believe the cause of the injury was due to poor patient condition.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella device. The pump was prepared and inserted without any reported issues. During support, the patient's act was continuously monitored so as to keep within the impella instructions for use recommended range (160-180 seconds). During pump removal, an aortic dissection and bi-lateral ischemia developed. The allegation indicated the impella's pigtail may have been caught on plaque during removal of the device, thus, resulting in the dissection and subsequent occlusion of blood flow within the left and right legs. Vascular surgery was required to treat these injuries.